Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose was 237 mg/dl. Reportedly, customer continued to use pump for insulin therapy.